Event description:
The customer alleged a significant bilirubin interference with the (B)(4) acetaminophen application. The customer received a questionable result for acetaminophen on the analytical p module for one patient sample collected from a transplant patient. The date of occurrence was not provided. The initial result for acetaminophen was 130 umol/l. This result was reported outside the laboratory. The bilirubin concentration for this sample was about 300 umol/l. A urine sample obtained from the patient was tested by (B)(6) and no acetaminophen was detected in this urine sample. The patient was treated with (nac) n-acetyl cysteine due to the questionable acetaminophen result of 130 umol/l. No adverse event has been alleged reagarding this event. The acetaminophen reagent lot number was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 281 mg/dl at 5:05pm, 217 mg/dl a half minute later, 110 mg/dl a few seconds later, and 135 mg/dl a few seconds later on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.